Manufacturer narrative:
The reported unintended activation was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, signs of third party work were identified, including the presence of a non-stryker e-box. Unauthorized modification of this component is a probable cause of the reported unintended activation. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was running without user activation when switched to fast speed. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was running without user activation when switched to fast speed. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.